Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(6) affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist device (lvad), serial number (B)(4) and the report of bilateral heart failure could not conclusively be determined through this evaluation. The patient remains ongoing on (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 lvas IFU list right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, "introduction." Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure, as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for bilateral heart failure. Cardiac catherization was performed and the patient was discharged on (B)(6) 2021.